Event description:
No additional information

Manufacturer narrative:
The customer reported that the primary line broke, and returned one photo of material 2420-0007, lot 24095408. The photo was examined and the complaint of separation at the upper fitment of the pump segment was verified. The manufacturing site found no clear root cause for the pump segment separation. A quality alert was issued by the plant in each production line that had a pumping chamber machine to communicate and reinforce the correct assembly procedure to personnel. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following. It was reported by customer that defective IV tubing; end of primary line broke apart before connecting to patient. No chemo in line, only normal saline.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.